Event description:
Trocar diaphragm fragment broke and was in the patient's abdomen. The fragment was retrieved. No additional missing pieces of diaphragm were noted after retrieved piece fitted to diaphragm. No patient harm.